Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed lesion was located in an extremely tortuous and calcified first diagonal branch. A 2.5x12mm maverick2 monorail balloon was used for a pre and post dilatation. On the second inflation, the balloon was inflated for 10 seconds and ruptured at an unknown atmosphere. The atmospheres and duration of the first inflation are unknown. The balloon was removed intact. The procedure was completed with a different device. The patient status is good with no complications reported.